Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there were problems with proper air maintenance in the thigh contour brace. During the surgical procedure the cuff began signaling a pressure drop in the contour, which was compensated by compensatory mechanisms of the product. It was enough to complete the operation using the same contour cuff. There was no harm or injury reported and no delay reported. An additional device was not required to complete the surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the dual port single bladder contour thigh cuff, part number 60745000300 and lot number 1555, review by delfi medical and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2018, it was reported from wojewódzki szpital specjalistyczny that a dual port single bladder contour thigh cuff had problems maintaining proper air maintenance. During the surgical procedure the ats 4000 began signaling a pressure drop in the contour, which was compensated by compensatory mechanisms of the product. It was enough to complete the operation using the same contour. The cuff was returned to delfi medical for evaluation. Upon evaluation of the device, delfi medical found that when the cuff was connected to an ats 4000 it inflated and became immediately obvious that the bladder was leaking. This was indicated by the frequent cycling of the pneumatic pump within the tourniquet instrument. As reported by the customer, the ats 4000 was able to maintain the pressure within the leaking bladder. The leak in the bladder was located and found to be in a region not within an rf bladder weld. Upon closer examination ousing a microscope it is suspected that an extermal object penetrated the outer cloth surface of the cuff and also left abrasion marks on both surfaces of the internal cuff bladder. The results of the returned product investigation have confirmed the reported event. Per delfi medical, in conclusion, the object which caused the external damage to the cuff bladder is unknown. Given the time line described earlier, the cuff was likely used for many months without incident prior to the leak in the bladder being identified. Leak tests performed during the manufacturing process would clearly identify a bladder puncture of this size. It is concluded that this damage was not a result of either a material or manufacturing defect. No further action is required. Customer complaints for bladder leaks during use in vari-fit reusable tourniquet cuff products will be monitored for future reports of this issue.